Manufacturer narrative:
Sections d9 and h4 were updated. Zoll service evaluated the thermogard xp ivtm system (sn (B)(6) at the customer site. The reported complaint that the thermogard system displayed mid:09 (air trap assembly) error message was confirmed in the system's event log data but not replicated during functional testing. Inspection revealed traces of saline on the air trap sensor block assembly, likely due to an overflow of saline into the console air trap holder caused by a leaking start-up kit (suk) or user mishandling. Saline infusion into the air trap sensor block caused the sensors to malfunction and triggered mid:09 errors. The customer reported no previous incidents of a leaking suk associated with this thermogard console. No physical damage was observed on the thermogard console during visual inspection. The system event log data revealed multiple mid:09 (air trap assembly) error messages around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system passed the initial functional testing without issues or faults. Inspection revealed traces of saline on the air trap sensor block assembly, causing the sensors to malfunction. To remedy the complaint, the air trap sensor block assembly was replaced. Following service, the thermogard console passed all tests with no issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The biomed reported that the thermogard xp ivtm system (sn (B)(6) displayed mid:09 (air trap assembly) error message. No additional information was provided. No consequences or impacts on the patient